Event description:
The handheld and software were returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found and the device performed according to specifications.

Event description:
It was reported that the physician's handheld computer lost communication with the vns generator during surgery several times. A manufacturer regional manager attended an operation during which the aforementioned issue occurred. As part of the troubleshooting procedure, the computer's battery was changed, yielding no change. Then the serial cord was changed, but the communication issue persisted. Upon closer inspection, the flat protruding connectors in the handheld receptacle for the serial cable appeared to be damaged. The serial cord did not stay fully connected to the handheld computer unless it was manually kept in place. The handheld was returned to the manufacturer's european office, but has not been received in the u.s. For analysis to date.